Event description:
Baxter (B)(4) received a report that an infusor's coiled tubing became "stuck between the housing the volume indicator" during patient use. The device was filled with a solution containing bupivacaine hydrochloride in saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 75 ml of solution in the reservoir. The reported condition of tangled coiled tubing was confirmed. Visual examination of the unit confirmed that the reported defect. Functional testing was performed by removing the luer caps. Flow was readily observed at the luers, and continued without stopping. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter personnel, the root cause of the confirmed tangled coiled tubing was determined to an incorrect number of coiled turns caused by operator error during the manual assembly process. As a result of this incident, awareness training was conducted for operators in (B)(6) 2012. This device was manufactured prior to the awareness training in (B)(6) 2012.